Event description:
It was reported that particulate matter (pm) contamination was found on the surface of three (3) exactamix non-vented high-volume inlets. The pm was described as ¿fur-like substance¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: three (3) actual devices and three (3) photographs were received for evaluation. Visual inspection of returned samples and photographs noted dark particle/fibers of foreign matter on the outside of the white downstream connector on the inlets. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.